Event description:
Customer's mother reported the hospitalization due to high blood glucose. The current blood glucose reading is 252 mg/dl. The blood glucose reading at the time of the event was 475 mg/dl. Customer was vomiting and dehydrated. Customer woke up high, appears the insulin pump was not working. Diagnosed diabetic ketoacidosis. Hospital treated with manual injections and saline drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.